Manufacturer narrative:
Batch review performed on 23 december 2020. Lot 114020: 60 items manufactured and released on 9-jan-2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, 53 items of the same lot have been sold without any other similar reported event since 2016. Additional implant involved: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 115087. Batch review performed on (B)(6) 2020. Lot 115087: 42 items manufactured and released on 7-mar-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, 41 items of the same lot have been sold without any other similar reported event since 2016.

Event description:
The patient came in after 8 years and 6 months from the primary surgery reporting pain and was diagnosed with trunnionosis(the cause in unknown). The surgeon revised the head and liner and the surgery was completed successfully.